Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient presented with low flow alarms. These alarms have been increasing in frequency over the last day, especially when the patient is laying on his left side. A computed tomography angiography (cta) was completed and there was suspected thrombus in the distal portion of the outflow graft (ofg). Patient decompensated and was intubated and placed on extracorporeal membrane oxygenation (ECMO). Cardiac index (ci) was 1.2 at this time. Team will determine whether or not to proceed with pump exchange vs. Transplant. Additional information stated that there were no changes to his anticoagulation and pump parameters, patient was therapeutic. Patient was also very short of breath. Patient was placed on extracorporeal membrane oxygenation (ECMO) and received a heart transplant on (B)(6) 2020. During transplant the surgeon observed the outflow graft was stenotic due to surrounding fibrinous material within the bend relief of the heartmate 3 lvad.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported outflow graft obstruction could not be conclusively determined through this evaluation as no images were provided by the account and no product was available for investigation. The patient presented to the emergency department with low flow alarms. Upon arrival, the patient reported that the alarms had been increasing in frequency over the course of the previous day and occurred repeatedly while laying on their left side. A cardiac computed tomography angiograph was conducted and was suggestive of thrombus in the distal portion of the outflow graft. The patient experienced shortness of breath and decompensated, resulting in intubation and being placed on extracorporeal membrane oxygenation support. No changes were made to the patient¿s pump parameters and no changes had been made to the patient¿s anticoagulation regimen, which was within therapeutic range. The patient ultimately received a heart transplant on (B)(6) 2020. During the procedure, the explanting surgeon noted that the outflow graft was stenotic due to surrounding fibrinous material within the outflow graft bend relief. The account communicated that heartmate 3 left ventricular assist system, serial number (B)(6), would not be returned for evaluation and no further information has been provided by the account at this time. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2017. The heartmate 3 left ventricular assist system instructions for use contains information regarding the preparation and attachment of the sealed outflow graft. This document instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported outflow graft obstruction could not be conclusively determined through this evaluation as no images were provided by the account and no product was available for investigation. The heartmate 3 left ventricular assist system instructions for use, rev. C, is currently available. Section 4 entitled "system monitor" explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5lpm and states that changes in patient conditions can result in low flow. Section 5 entitled ¿surgical procedures¿ contains information regarding the preparation and attachment of the sealed outflow graft. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding section 6 entitled "patient care and management" contains information regarding the recommended anticoagulation therapy and international normalized ratio range. Section entitled 7 "alarms and troubleshooting" outlines all system alarms and the recommended actions associated with them. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The implant kit was shipped on 22sep2017. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.